Event description:
It was reported that during tka the tip broke off. No delay or injury reported. Back up available.

Manufacturer narrative:
The journey femoral implant impactor was returned and evaluated. A visual inspection found that the anterior cam bumper had a section that break off rendering the device inoperable; the missing piece was not returned with the device. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.